Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, at the time of final measurement, it was found that the atrial lead are not in normal limits. Implanter then unscrewed the atrial lead to reposition the same. But he could not get favorable parameters. After several attempts, he found that the atrial lead helix is not coming out anymore and has got stuck within the lead lumen. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with dried blood.